Event description:
A pt reported experiencing inaccurate high results with a surestep enhanced meter. In 2001, pt's blood glucose was 501 and 74 mg/dl, with a difference of 132%. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.